Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. Battery door missing, battery compartment cracked, lcd lens damaged, downstream occlusion (dso) seal delaminated was noted. Functional testing was performed. The latch/lock sensor was found to be defective. The allegation made by the complainant was confirmed. The probable root cause of the reported issue is defective latch/lock flex sensor. Service history review identified the complaint was related to a previous service of the device within the review period.

Event description:
It was found during investigation of a returned pump that the latch/lock flex sensor was defective. There was no patient involvement and no patient harm/adverse event reported.